Event description:
It was reported by a customer complaint that the insulin infusion pump with blood glucose monitor gave a reading that varied from the hospital meter by 24%. He states the hospital monitor is a precision, and it read 235 and her monitor read 307. All readings taken in mg/dl. He states the appropriate code was entered in relation to the vial of strips they are using. The comparisons were taken within a minute of each other, and patient did not eat between readings.

Manufacturer narrative:
Device evaluation: the device is currently being valuated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.